Event description:
It was reported that during an unknown surgical procedure the cutter device "had a broken tip". The reporter stated that the surgeon assembled a cutter device into the attachment device, drilled, and the tip was broken. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device has not been returned at this time; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Correction: the device lot number was previously entered incorrectly as a serial number. Device evaluation: the actual sample was returned for evaluation. Reliability engineering evaluated the device. A visual inspection of this device was performed under 10x magnification. The device met all measurable dimensional specifications. The reported condition that tip broke off of the cutter was confirmed. Evidence suggested that the cutter was exposed to excessive lateral force during use. The assignable root cause was determined to be improper use, excessive sideload. If additional information should become available, a supplemental medwatch report will be submitted accordingly.